Event description:
It was reported that during a wisdom tooth extraction, the drill became hot. The patient received a burn to the lip with a blister. No surgical delay reported. No other medical intervention reported.